Event description:
(B)(4) has received a pt complaint about an incident involving cane allegedly imported and distributed by (B)(4). Claimant's attorney stated claimant had been involved in car accident and he had lower back surgery. Claimant was at physical rehab office when the cane was used as a walking aid. The cane's handle allegedly bent causing the claimant to fall and hit a bench and the floor. This MDR report is based on the info provided by claimant's attorney.